Event description:
The customer reported that the system failed to properly save patient image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu pcb was evaluated and replaced. The system was tested and found to be working an intended and returned to service.